Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 28x2.50mm synergy¿ drug eluting stent was selected to treat the lesion. However, the shaft of the material shows fracture. This product is only ous approved but it is similar to an approved us device.